Event description:
It was reported that the foley catheter fell out during the patient repositioning. The balloon was found to be deflated. As per the photo sample received on 25nov2021, it was noted that the balloon of the catheter was inflated asymmetrically. Per follow-up information received from ibc on 02dec2021, it was unknown whether the printing on foley catheter was faded before use or after use.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (without original packaging), used 3-way temp sensing silicone foley. Visual inspection of the sample noted obvious visible observation inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon deflated in 1 min 16.35 sec with no issues. Inflation notch perforated correctly. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required as the reported event is unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter fell out during the patient repositioning. The balloon was found to be deflated. As per the photo sample received on 25nov2021, it was noted that the balloon of the catheter was mushroomed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.